Event description:
It was reported via social media that the patient was experiencing ineffective therapy. It was also reported that the patient underwent back surgeries twice. It was unknown if the said surgeries were related to the device. No further information could be obtained.